Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor requires replacement to address the issue.

Manufacturer narrative:
The product investigation laboratory (pil) received trilogy evo parts for evaluation with the allegation of a ventilator inoperative message will not clear. The trilogy evo system pca part# (B)(6) was confirmed by pil to have failed. The trilogy evo system flow sensor part# (B)(6) was confirmed by pil to have failed. The trilogy evo solenoid valve part# (B)(6) was confirmed by pil to have failed. Regarding the trilogy evo proportional valve part# (B)(6), pil was unable to confirm a failure of the proportional valve. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.